Event description:
Reporter indicated that vns patient was experiencing severe dyspnea and in need of immediate care and that the patient's generator was malfunctioning and stimulating erratically. While taking a nap, the patient suddenly awoke feeling like they were suffocating. The patient was seen that same day by their neurologist. An ambulance was called to transport the patient from neurologist's office to the hospital emergency room. It was reported that stimulation had been initiated to lowest setting (0.25ma output current) just four days earlier and that device diagnostic testing was within normal limits, indicating proper device function. X-rays did not reveal any obvious discontinuities in the vns therapy system. Neurologist indicated that they were not able to stop stimulation using the magnet. Both the normal mode and magnet mode output currents were programmed to off (0ma) and neurologist was considering emergency explant of the device.